Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported in a medwatch report # mw5090031: please be advised that while investigating an event involving one of our products, a [competitor] noted a nonunion regarding a non-[competitor] product. We have satisfied the reporting requirements for the [competitor] product(s) and are providing notice regarding the manufacturer noted below: (B)(4). It was reported on an unknown date, the patient underwent a total knee arthroplasty surgery with a suprapatellar t2 nail (stryker's product). On an unknown date, the patient fractured her femur again (for an unknown reason). On (B)(6)2019, she underwent open reduction internal fixation surgery with [competitor] distal femur plates and the tap for cortex screws in question. The surgeon tried to insert a cortex screw in a proximal hole. When the surgeon inserted the driver to insert the screw, the bit of the tap broke when the cortex screw reached contralateral cortical bone. The fragment of the tap remained in the body. The surgery was delayed by less than 30 mins. The alert date is (B)(6) 2019 ((B)(6)). No further information is available.

Event description:
It was reported in a medwatch report # mw5090031: please be advised that while investigating an event involving one of our products, a [competitor] noted a nonunion regarding a non-[competitor] product. We have satisfied the reporting requirements for the [competitor] product(s) and are providing notice regarding the manufacturer noted below: (B)(4). It was reported on an unknown date, the patient underwent a total knee arthroplasty surgery with a suprapatellar t2 nail (stryker's product). On an unknown date, the patient fractured her femur again (for an unknown reason). On (B)(6) 2019, she underwent open reduction internal fixation surgery with [competitor] distal femur plates and the tap for cortex screws in question. The surgeon tried to insert a cortex screw in a proximal hole. When the surgeon inserted the driver to insert the screw, the bit of the tap broke when the cortex screw reached contralateral cortical bone. The fragment of the tap remained in the body. The surgery was delayed by less than 30 mins. The alert date is (B)(6) 2019 ((B)(6)). No further information is available.